Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 15. Details of surgery: implant surface not completely covered with bone. On 2023(B)(6) , non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.